Event description:
It was reported that the user observed a spinning icon near the battery indicator on the ilet interface while using a dexcom g7 sensor, which was explained as the sensor reconnecting after signal loss; no alerts or alarms occurred. Symptoms included no clinical effects. Outcomes included no impact on health or daily activities. Investigation included remote troubleshooting and user education. Investigation of this case revealed a transient communication interruption between the ilet and the dexcom g7 sensor with normal reconnection behavior and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction and expected behavior during intermittent cgm signal loss.